Event description:
A review by a radiologist of a postoperative scan several days after initial implant surgery confirmed that the electrodes were below the cochlea and the cochlea was still not ossified. In 2003, the surgeon removed the device, drilled a cochleostomy into the cochlea, and eventually achieved full insertion. A peri-operative x-ray revealed a bent electrode array, but after repositioning, the electrode array was fully inserted. 3 wks later, the pt was seen by the audiologist for initial stimulation. The device remains implanted. The pt continues to do well.